Manufacturer narrative:
The tech found the brake/steering hardware assembly was worn due to use and age. The tech used a brake/steering upgrade assembly to repair the stretcher.

Event description:
Info received indicates, the brake is not holding.